Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("aub") in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms), multigravida and multiparous. She is not pregnant. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for contraception as well as ferrous sulfate and ibuprofen. On (B)(6)2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation \ biopsy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage and vaginal discharge had resolved and the depression, migraine and fatigue outcome was unknown. The reporter considered depression, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("aub") in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms), multigravida and multiparous. She is not pregnant. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2012 for contraception as well as ferrous sulfate and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation \ biopsy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage and vaginal discharge had resolved and the depression, migraine and fatigue outcome was unknown. The reporter considered depression, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information was added. Her demographic was added. Her historical conditions were added. Her lab data was added.essure lot number added. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), aub, depression, migraine/headache, fatigue and vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), uterine perforation ('perforation'), device dislocation ('migration') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms), multigravida and multiparous. She is not pregnant. Concurrent conditions included paratubal cyst, adenomyosis, endometriosis, cervicitis, headache and sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2012 for contraception as well as ferrous sulfate and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("aub"), abdominal pain ("abdominal pain\ right abdominal side"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation \ biopsy, hysterectomy with bilateral salpingectomy and hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, abdominal pain, dysmenorrhoea and female sexual dysfunction had resolved, the uterine perforation, device dislocation, depression, migraine, metrorrhagia, headache and weight increased outcome was unknown and the fatigue, alopecia and mood swings was resolving. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation, vag. Discharge, insertion details- right-4, left-5. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: result-negative. Computerised tomogram head - on (B)(6) 2016: result-no acute intra cranial hemorrhage or space-occupying lesion. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Batch no: c22907, production date: 2014-02-06, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. On 22-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), uterine perforation ('perforation'), device dislocation ('migration'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine haemorrhage ('aub') in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms), multigravida and multiparous. She is not pregnant. Concurrent conditions included paratubal cyst, adenomyosis, endometriosis, cervicitis, headache and sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2012 for contraception as well as ferrous sulfate and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation \ biopsy, hysterectomy with bilateral salpingectomy and hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, abdominal pain, dysmenorrhoea and female sexual dysfunction had resolved and the uterine perforation, device dislocation, depression, migraine, fatigue, metrorrhagia, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation, vag. Discharge, diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: result-negative. Computerised tomogram head - on (B)(6) 2016: result-no acute intra cranial hemorrhage or space-occupying lesion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events- abdominal pain, dysmenorrhea, apareunia, metrorrhagia, uterine perforation, device migration, hair loss, hormonal changes, headaches, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), uterine perforation ('perforation'), device dislocation ('migration') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms), multigravida and multiparous. She is not pregnant. Concurrent conditions included paratubal cyst, adenomyosis, endometriosis, cervicitis, headache and sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2012 for contraception as well as ferrous sulfate and ibuprofen. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("aub"), abdominal pain ("abdominal pain\ right abdominal side"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation \ biopsy, hysterectomy with bilateral salpingectomy and hysterectomy. (Full)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, abdominal pain, dysmenorrhoea and female sexual dysfunction had resolved, the uterine perforation, device dislocation, depression, migraine, metrorrhagia, headache and weight increased outcome was unknown and the fatigue, alopecia and mood swings was resolving. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation, vag. Discharge, insertion details- right-4, left-5 . Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2017: result-negative.. Computerised tomogram head - on (B)(6)2016: result-no acute intra cranial hemorrhage or space-occupying lesion.. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: reporters were added. One event was updated from hormonal changes to mood swings. Lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .